Manufacturer narrative:
Correction to the follow up 1 in block h6. Correction to the initial MDR in block d1 and d4. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7105883, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7106312, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information was received that indicates the spinal cord stimulation (scs) patient experienced lead migration and inadequate stimulation. To address this, a revision procedure was performed, during which the leads were removed and replaced with paddle leads. Additionally, the patient implantable pulse generator (ipg) was upgraded to have access to MRI conditionally. The patient is doing great postoperatively. The explanted device will not be returned as per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7105883. UDI:(B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7106312. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported and no additional information was available.

Manufacturer narrative:
Correction to the initial MDR in block d1 and d4. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads: upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6) UDI:(B)(4). Product family: scs-linear leads: upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information was received that indicates the spinal cord stimulation (scs) patient experienced lead migration. To address this, a revision procedure was performed, during which the leads were removed and replaced with paddle leads. Additionally, the patient implantable pulse generator (ipg) was upgraded to have access to MRI conditionally. The patient is doing great postoperatively. The explanted device will not be returned as per facility policy.